Event description:
In preparation for an egd with variceal ligation, the physician tested a device before patient contact. When the physician deployed a band, the band just curled up which can fall off when used with a patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the picture and videos provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Per the videos provided we can see that the bands were deployed onto a table and the bands did not immediately constrict as normal. The picture provided shows a black band that has constricted as intended. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on videos and statements describing the event. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. The videos provided show that the user deployed bands during test firing performed outside the patient. Based on the root cause investigation of the CAPA, benchtop deployment is not representative of in vivo use. The bands have optimum elastic properties at body temperature. They are designed to recover to their original size at body temperature. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: an unopened, sealed device from the lot number provided in the report was received. The label matches the product returned. Videos and a photo of the product were also provided. A photo of the lot number was not received. Per the videos provided we can see that the bands were deployed onto a table and the bands did not immediately constrict as normal. The picture provided shows a black band that has constricted as intended. The complaint is considered confirmed based solely on videos and statements describing the event. Our laboratory evaluation of the unopened, sealed product received could not confirm the complaint. During our laboratory analysis, the multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and each band was fired. It was observed that the bands constricted and functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the videos and photo provided confirmed the report. Our laboratory evaluation of the returned unopened, sealed device did not confirm the report as the product functioned as intended. A corrective action has been initiated to reduce occurrences of the mbl bands not tight enough to function appropriately. The product said to be involved is included in the scope of the corrective actions. The videos provided show that the user deployed bands during test firing performed outside the patient. Based on the root cause investigation of the current corrective action, benchtop deployment is not representative of in vivo use. The bands have optimum elastic properties at body temperature. They are designed to recover to their original size at body temperature. Inadequate storage conditions can contribute to the properties exhibited as described in the customer complaint. The instructions for use advise the user to: "store in a dry location, away from temperature extremes." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available